Manufacturer narrative:
Device evaluation summary: even though the implant was not returned, the investigation of the returned pusher found that the monofilament experienced a tensile break based on the shape and profile of the end. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported the patient presented with a ruptured acom aneurysm measuring 3.15 x2.93. The physician used a hydrosoft 3d 3x8 coil. The physician stated that the coil offered resistance during placement attempts and began to stretch. The pusher wire fractured during the attempt to remove the device. The remainder of the device was retrieved with a comanechi after unsuccessful attempts were made to retrieve it with a snare and aspiration. The aneurysm was not present on final imaging. The patient returned (B)(6) 2021 for diagnostic imaging. The aneurysm was not visible, so no further treatment was planned.